Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer was turning off basal when customer noticed bg was trending low. In addition, the pump's control iq software would suspend insulin. However, once bg levels began to rise, basal was turned back on, and control iq would deliver an automatic bolus. Subsequently; customer delivered an additional bolus, causing bg levels to drop. Bg was addressed via glucose tablets and consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.